Manufacturer narrative:
The device was examined on-site by a dräger service technician. He could determine that the pcb which controls display and user interface ("mobi") exhibited a malfunction. Due to the specific nature of the problem it was not possible to download a log file. The entire pcb was replaced, consequently. The device passed all subsequent tests as well as an endurance run for several hours and is back in use. The replaced pcb as examined in the manufacturer's lab. It could be revealed that the processor system was performing continuous reboots for unknown reason. The primus consists of three major subsystems - besides the mobi board there's the ventilation unit and the gas dosage system. All these major subsystems are controlled by an own processor unit. During use, the supervisor function of the software permanently checks if all three major subsystems are in the same operational state. Due to the error condition affecting the mobi pcb this condition wasn't met anymore - ventilation unit and gas dosage module were in state "automatic ventilation" while the mobi was not. To prevent the patient from potential hazardous output the system is designed to shut down automatic ventilation and to switch to manual mode. The shutdown is accompanied by a corresponding vent fail alarm to alert the user. The exact root cause for the problem of the particular pcb was not possible to determine; there's no comparable case known. Dräger finally concludes that the system behaved as specified for such condition. The operator has responded to the situation as intended by establishing the emergency gas dosage manually and continuing patient support in manual ventilation mode.

Event description:
Please refer to initial MFR. Report #9611500-2019-00172.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use of a primus, the screen became blue and the message ¿software download, do not switch off the device¿ was displayed. Reportedly, the automatic ventilation remained unaffected but the user switched to manual ventilation. There was no patient injury reported.